Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735225r, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The computer was replaced. The system passed the system c heckout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was randomly freezing requiring a forced shutdown/restart. There was no patient involvement.

Manufacturer narrative:
The computer 9734477 rollingstone embedded (lot #: 1822714) was received by the manufacturer for evaluation. Analysis found that the computer booted normally to the application screen. The cranial and spine programs started and ran normally and no freezing was observed. It was concluded that no issue could be found with the part. If information is provided in the future, a supplemental report will be issued.